Event description:
It was reported that a patient underwent an episiotomy repair procedure on (B)(6) 2012 and suture was used. During the repair, the needle pulled off the suture. The needle became lost in the muscle. An x-ray was performed to locate the needle. The needle was extracted from the patient by reopening of the episiotomy under epidural anesthesia.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.